Manufacturer narrative:
Additional information was received that the patient was not a bsc patient.

Event description:
A report was received that the patient's pain has increased in severity primarily in low back. It was noted that patient had numbness and pain moved down the left leg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's pain has increased in severity primarily in low back. It was noted that patient had numbness and pain moved down the left leg. The patient will undergo an explant procedure.